Event description:
The reporter contacted animas on (B)(6) 2014 alleging moisture behind the display screen. The reporter confirmed there were functional audio and vibration alarms. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: on examination, there was visible moisture behind the display lens. There were no cracks or other visible damage to the pump case. There was no visible corrosion seen in the battery or cartridge compartments. On investigation, the screen did not illuminate and the audible tones and vibratory functions were absent. Leak testing was performed and revealed a leak at the display lens. The pump was opened for investigation and revealed moisture residue on all the internal components including the printed circuit boards. Complete testing was not possible because there was no power to the pump due to moisture ingress.